Event description:
On 02/18/1999, the facility's vascular surgery coordinator informed the manufacturer's (MFR.) Product manager of the following: there was a hole/leak in the tubing. No further details were provided.